Event description:
Boston scientific received information that a patient implant with a boston scientific pacemaker and medtronic leads exhibited a jump in pacing impedances from 860 ohms to 1600 ohms and increased thresholds. A revision procedure was performed for a suspected competitor lead issue. The leads were disconnected from the device and tested through the pacing system analyzer (psa). The leads both tested normal and there were no visible signs of a lead fracture. The leads were then reconnected to the existing device and all measurements were normal. A connection issue was suspected to have caused the out of range measurements observed clinically. The device and leads remain implanted. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).